Event description:
It was reported that during a bilateral breast reduction, first instrument displayed error code 5. During troubleshooting, unable to re-torque instrument. Second instrument's blade snapped off. There was no patient consequence and procedure finished with a third device.